Manufacturer narrative:
Manufacturing date -- july 6, 2016 ¿ july 7, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the fillport cap had separated from the device. The reported condition was verified. The cause of the condition is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of a large volume folfusor had fallen off. This was discovered during preparation. There was no patient involvement. No additional information is available.